Manufacturer narrative:
The device was received for evaluation. A review of the event history log was performed, and multiple occurrences of the reported system error were observed. System error 21504 was observed at power up. The reported condition was verified. The cause was determined to be from the barrel clamp assembly. The barrel clamp assembly requires replacement. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a system error 21504 (barrel sensor drift failure). This was observed when the syringe was loaded and the barrel clamp was closed. There was no patient involvement. No additional information is available.